Manufacturer narrative:
The device analysis report is attached. This report is submitted on october 16, 2020.

Manufacturer narrative:
This report is submitted on august 28, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to extrusion of device. The patient was not reimplanted, as of the date of this report.